Event description:
While removing the patient's arterial line, the catheter broke which required a surgical intervention to be removed. Hospital leadership confirmed the device broke and was not cut during removal.